Manufacturer narrative:
Sections with additional information as of 10-aug-2020: updated FDA's method, result, and conclusion codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes - urinary frequency and tremors. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination and feeling shaky. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the living room. During the call, a blood test was performed by the customer and produced test results of 313mg/dl fasting using true metrix meter. After troubleshooting the customer is satisfied the product is working as intended and declines a replacement. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is 05//21/2020. The meter memory was not reviewed for previous test result history.